Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received sg value not available after at least 4 hours of using the sensor. The customer was advised about the insertion, taping and calibration. During troubleshooting, it was reported that the customer¿s blood glucose was high at 431 mg/dl. The customer blood glucose value at the end of the call was 108 mg/dl. It was advised to continue sensing for 3 hours and call back if issues recur. Troubleshooting for high blood glucose was not performed. The sensor will not be returned for analysis.